Event description:
Md was calling to alert FDA that he feels that MFR has poor or deficient test procedures for syphilis. He explained that a pt of his donated plasma and they told him he was positive for syphilis. Md ran a subsequent test which was negative.